Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer states that he used a trellis 6 french to treat an iliac artery clot. Customer states that the dispersion wire broke off but didn't realize it. Customer states that when he put the guide wire back into the catheter, it pushed the broken off segment into the patient. Customer states that he was able to retrieve it with a snare.